Manufacturer narrative:
According to the facility on 03/02/23 during a procedure "the patient experienced burns at the operative site" while using a cautery blade. Per the facility the burns were considered "full thickness burns that required the surgeon to excise tissue along both breast incision edges". Per the facility "they applied bacitracin ointment along with xeroform to additional burn sites". Per the facility the device was set to "40 cut/40 coag and it was the shaft of the cautery blade that caused the burn". The facility was unable or unwilling to clarify how that part of the device came in contact with the patient. No additional information is available at this time. The sample has not been returned for evaluation and a definitive root cause cannot be determined at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2023 during a procedure "the patient experienced burns at the operative site" while using a cautery blade.